Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. During the operation, the new right ventricular (rv) lead was found with high, out-of-range impedance, and the guidewire could not be inserted into the lead completely. The lead was removed and replaced. No adverse consequences were reported on the patient.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. A guidewire could be inserted into the lead without any difficulty.